Event description:
It was reported that customer experienced continuous glucose monitor error that prevented normal sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance from technical support, confirmed that error did not reoccur, and then successfully started new sensor session.